Event description:
During a resection of the cardia carcinoma, after firing the cdh25, about 1/3 of the staples were not formed. There are no staples left and the donut was not integrity. Or times was extended by 60 minutes and the operation expense was exceeded. One device is being returned.